Event description:
It was reported that the patient experienced a significantly increased heart beat. It was noted that the pacemaker was in backup vvi. A device restoration was completed successfully. The patient was stable.